Event description:
It was reported that the patient underwent spinal surgery from l5-s. At the final tightening (right s), the surgeon could not break off the "nut" because the nut was "slipped". He replaced the nut with a new one. The same thing occurred. The surgeon then replaced the pedicle screw of right s with a new screw. The procedure was completed without any further incident. No patient injury was reported.

Manufacturer narrative:
Set screw and screw. (B)(4). The product was not returned to the manufacturer for analysis.